Event description:
It was reported that (3) devices were used during a colon resection. It was reported by the affiliate that the tct75 devices do not fire. Another instrument was used to complete the case. There was no consequence to the pt.